Manufacturer narrative:
The device was abandoned, therefore will not be returning to bsc. Should further information be provided, this report will be updated.

Event description:
It was reported during a routine follow-up, the lead was showing high threshold values. The physician decided to cap off the lead and implant a new one. No adverse patient effects were reported.